Manufacturer narrative:
Multiple attempts to obtain additional information on this event and device have been unsuccessful. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve using this delivery catheter system (dcs), without complication, the patient had a dissected abdominal aneurysm of an unknown origin. No treatment was reported. The patient is reported to be in stable condition. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.